Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed air in line even when line is not inserted. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. During evaluation, the reported problem of 'air line in sensor, even without any line inserted' was reproduced "reload set tube not properly loaded in air detector". A review of the event history log (ehl) revealed occurrences of "tube not properly loaded in air detector" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be I/o pcb failing. The I/o pcb will be replaced to correct the reported problem. This alarm occurs upon pump-tubing set-up (tubing loading). Issue may result in a delay of therapy. A delay of therapy is not likely to cause or contribute to a death or serious injury. Should additional relevant information become available, a supplemental report will be submitted.